Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the screen is black, and no image was displayed on the hd camera head during the inspection before the intended procedure. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. It is possible that the image was not displayed due to internal water immersion in the cable. Olympus will continue to monitor field performance for this device.